Event description:
Purchased 10 flowflex tests with 3/2/24 extended expiration and 8 of 10 control window either failed or was too faint to rely on these. Tests are too old and should be pulled. Selling bad tests at (B)(6) dollars each is horrible. This is not a user problem with the test. I have done 2 tests per week for over a year due to caregiving. These tests are too old and they are ripping people off with the extended expiration. Reference reports: mw5149823, mw5149824, mw5149825, mw5149826, mw5149827, mw5149828, mw5149829.